Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Power connector plug in and locked in place properly, however device received with corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and was not working. Customer¿s blood glucose level was unknown. Customer reported that the insulin pump was dropped in the toilet. Customer stated that they did heard fluid when shaking the pump and saw fluid under the lcd. Customer was advised to place insulin pump in storage mode. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The device will be returned for analysis.